Event description:
It was reported that while preparing the da vinci system for a prostatectomy procedure, the site experienced system error code 21003 and the system would not pass the homing test upon start up. The patient was under anesthesia when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date.

Manufacturer narrative:
The investigation conducted by field service engineering determined that system error code 21003 was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. Upon further inspection, a plastic obstruction was found to be blocking the psm's movement. The system was repaired by removing the obstruction. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. During system startup, each arm is commanded move through a range of motion in order to verify functionality. System error code 21003 appears when the da vinci safety system determines that the arm did not perform the commanded motions during startup within a specified tolerance. Upon determining these conditions, the safety system puts da vinci in a recoverable safe state. As of july 8, 2010, there have been no reported recurrences of the issue at this hospital.